Manufacturer narrative:
Product was not returned yet to the manufacturer. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. More information was requested the investigation is in progress. Product not received.

Event description:
Roi-c : broken cage. Information received on 07 may 2018 : upon impaction of the implant into the prepared disc space the doctor noticed a crack in the implant and immediately removed it and used another implant. There was no harm to the patient. No impact on surgery or delay more then 30 min.

Event description:
Roi-c : broken cage as reported during a roi-c surgery : upon impaction of the implant into the prepared disc space the doctor noticed a crack in the implant and immediatly removed it and used another implant. There was no harm to the patient. No impact on surgery or delay more then 30 min. Additional information received on (B)(6) 2019 : same inserter were used between first cage implanted (broken one) and second cage implanted successfully.

Manufacturer narrative:
The product was returned on (B)(6) 2019 without the decontamination fully completed. No examination can be performed. Based on the product history records, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. As the anchoring plate were not inserted, the likely hypothesis of the event is that the surgeon were not in the axis of intersomatic space while inserting the cage. However, with the lack of information, this hypothesis could not been validated. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: unknown with hypothesis of user error however, we keep track and trend this type of issue.